Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(6) and was visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the water bag spike. The surface of the break was rough (not smoothly cut). A lot check revealed four other complaints of this nature for lot number 120705. Conclusion: the damage appeared to be caused by the tube being pulled away from the water bag spike, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred after release for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints involving broken or damaged water feedset tubes in mr290 chambers has a rate of occurrence of 45 devices per million sold worldwide in the last year to the end of april 2013.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber after few hours of use. No patient consequence was reported.